Event description:
Pt underwent ureteroscopic attempted kidney stone extraction by lithotripsy when the basket stuck around the stone; loss of power to machine. Pt was returned to the o.r. The following day with a holium laser. The stone was fragmented into pieces and removed. The stone basket was then removed intact.